Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the sample probe and replaced it. He ran precision testing with results within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results from the cobas c 503 analytical unit. One example was provided. The initial result was 6.66 mg/dl, and the repeat result was 1.16 mg/dl. The repeat result was believed to be correct.